Manufacturer narrative:
Reported event of suture detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Analysis of the returned pinnacle mesh revealed that one suture was broken and frayed. 4.5 cm of suture is still attached to the blue dilator. The dart is missing and was not returned. There were no damages found on the capio device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The complaint was not confirmed. The device did not show any evidence of either the alleged issue or any defect which could have contributed to the event. Since the event occurred during preparation, the assigned root cause for this complaint event is handling damage. A complaint with a root cause classification of handling damage indicates the complaint was caused by handling of the device or portion of the device without direct patient contact.

Event description:
It was reported to boston scientific corporation that a pfr kit- pinnacle, posterior was used during a pfr posterior procedure performed on (B)(6) 2014. According to the complainant, during preparation, when the physician was loading the arm of the mesh to the capio device, the suture broke. Nothing detached inside the patient. The procedure was completed with another pfr kit- pinnacle, posterior. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a pfr kit- pinnacle, posterior was used during a pfr posterior procedure performed on (B)(6) 2014. According to the complainant, during preparation, when the physician was loading the arm of the mesh to the capio device, the suture broke. Nothing detached inside the patient. The procedure was completed with another pfr kit- pinnacle, posterior. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.